Event description:
The patient underwent surgical amputation in which an orthadapt bioimplant was fixated between the soft tissue and over the bone. During a scheduled visit, the physician noted the graft was not attached to the tissue, and it was subsequently explanted.

Manufacturer narrative:
The orthadapt bioimplant was used to augment the tissue repair post amputation. The orthadapt was sutured over the bone and underneath the soft tissue. The surgeon noted that the patient had poor native tissue due to advanced diabetes. Based on the provided case information, the off label use and poor native tissue likely contributed to the event. The product lot number was not provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.